Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, the customer was using cold insulin to fill the cartridge. Tandem technical support educated the customer on using room temperature insulin when filling the cartridge. A supply change was performed to address the issue and insulin delivery was resumed. There was no adverse impact to the customer's blood glucose level.